Event description:
It was reported that the device was unable to be interrogated. It is unknown if the device had reached elective replacement indicator (eri) battery level prior to the event. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The field allegation of premature discharge of battery was not confirmed. The reported event of unable to interrogate and device in back up mode were confirmed. The device was returned due to being in backup mode. The backup condition of the device was verified when received. The device was cut open and it was determined that battery voltage was at end of life. New battery was installed, product code was downloaded, and analysis was performed. Analysis performed including telemetry and output feature of the device indicated that the pacer exhibited normal device characteristics. Analysis of the device image indicated the cause of backup was non-maskable interference (nmi) trigger. The cause of nmi trigger was unknown and the reset could not be reproduced. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional testing was performed with new battery installed, and the device was found to be normal.

Event description:
Additional information was received indicating the device was found to be operating in back up vvi (bvvi) mode. The device had reached elective replacement indicator (eri) battery level prior to the event.

Event description:
Additional information was received indicating the physician suspected premature battery depletion on the device.